Event description:
It was reported that the device kept running the motor and it could not hold the pressure, the procedure was completed with no patient impact.

Manufacturer narrative:
A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the device¿s included solenoid valve would cause the unit to continuously try to pressurize. A new solenoid valve was installed and the device energized normally and held pressure. The root cause was determined to be a defective solenoid valve. Manufacturing records show that the device was released to distribution new in (B)(4) 2017. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.